Event description:
Complainant alleged that during inspection, the device inappropriately displayed "defib pad short" when it was attached to a simulator. Complainant indicated that there was no patient involvement in the reported malfunction.